Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 29sep2018 to assess the instrument test well images in question, which appeared as visually very weakly positive. No errors or warnings were noted around the date and time of testing. The camera report was acceptable. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On 29sep2018, a customer site reported an unexpectedly negative antibody identification when using capture-r ready-ID with a galileo echo instrument, when tested on (B)(6) 2018.